Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, radiation tx-head / neck area, bisphosphonate treatment, illness requiring steroids, chemotherapy around time of implant placement, compromised immune resistance, xerostomia, periodontal disease, local infection / subacute chronic osteitis, peri-implantitis, infection, swelling, abscess.